Manufacturer narrative:
(B)(4); the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a follow-up after receiving two shocks from the device three weeks ago. Upon interrogation, the programmer displayed a red screen with a battery depletion (bd) error code. The battery status was end of life(eol), declared back on (B)(6) 2018. The patient was admitted for a replacement procedure. It was noted the shock impedance was 199 ohms; the first shock failed to convert. Device data was submitted to technical services for review. It was found that the shock impedance was high at 196 ohms during an effective shock delivered (B)(6) 2017. Therefore, it was recommended to perform x-ray evaluation of system placement so the impedance measurement can be improved during the revision procedure. As the device had reached eol, a malfunction was suspected and immediate replacement was recommended. The s-ICD system was explanted and replaced with a transvenous ICD system the following week. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI =(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection noted a very slight bend with light surface abrasion approximately 22mm from the terminal pin. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the high shock impedance measurements observed clinically.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a follow-up after receiving two shocks from the device three weeks ago. Upon interrogation, the programmer displayed a red screen with a battery depletion (bd) error code. The battery status was end of life(eol), declared back on (B)(6) 2018. The patient was admitted for a replacement procedure. It was noted the shock impedance was 199 ohms; the first shock failed to convert. Device data was submitted to technical services for review. It was found that the shock impedance was high at 196 ohms during an effective shock delivered 17-apr-2017. Therefore, it was recommended to perform x-ray evaluation of system placement so the impedance measurement can be improved during the revision procedure. As the device had reached eol, a malfunction was suspected and immediate replacement was recommended. The s-ICD system was explanted and replaced with a transvenous ICD system the following week. No additional adverse patient effects were reported.